Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer's blood glucose (bg) was ¿high¿ on the continuous glucose monitor (specific bg value was not provided). Reportedly, the customer administered a manual injection to address elevated bg level. Pump was replaced to resolve issue and customer reverted to an alternate method of insulin therapy.